Manufacturer narrative:
(B)(4). The event date was not reported. No samples were returned for evaluation. The batch review did not find any non-conformances related to the manufacture of this device. The cause of the reported event remains unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that, while spiking the tpn bag, the administration port was difficult to penetrate, which resulted in pn fluid spurting out of the port. This issue was discovered during preparation of the bag, and did not include patient involvement or adverse events. No further information is available.